Manufacturer narrative:
The customer¿s report that the male luer broke off inside of the posiflow valve was confirmed. Visual inspection of the set showed that the male luer tip was broken off and lodged into the female port of the non-bd connector. Examination under magnification showed stress marks at the break site of the male luer tip. No tool marks were observed. Functional testing was deemed unnecessary due to the breakage. The root cause of the male luer break is excessive force applied to the male luer as indicated through the observed stress marks at the break site.

Event description:
The customer reported that during an infusion of ffp with a pump, a male luer to an infusion set broke off inside of the posiflow valve. The patient expired, however, the customer states that it was unrelated to this event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a male luer of an infusion set broke off inside of the posiflow valve. There was no report of patient harm.

Event description:
The customer reported that during an infusion of ffp with a pump, a male luer to an infusion set broke off inside of the posiflow valve. There was no patient harm.

Event description:
The customer reported that during an infusion of ffp with a pump, a male luer to an infusion set broke off inside of the posiflow valve. There was no patient harm.